Event description:
It was reported that the fiber began rotating inside the fiber cap immediately at the start of the case; therefore, it was replaced to continue with the procedure. The second fiber was being used for 30 minutes, when fiber cap fell off. The cap was retrieved from the bladder. A third fiber was utilized to complete the procedure. There were no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
This report is report is being submitted to provide the initial reporter email field (e1) in section e, initial reporter. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal cap was detached from the fiber and the glass tip was broken off; therefore, the reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional signs of breakage along the length of the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the fiber began rotating inside the fiber cap immediately at the start of the case; therefore, it was replaced to continue with the procedure. The second fiber was being used for 30 minutes, when fiber cap fell off. The cap was retrieved from the bladder. A third fiber was utilized to complete the procedure. There were no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal cap was detached from the fiber and the glass tip was broken off; therefore, the reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional signs of breakage along the length of the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the fiber began rotating inside the fiber cap immediately at the start of the case; therefore, it was replaced to continue with the procedure. The second fiber was being used for 30 minutes, when fiber cap fell off. The cap was retrieved from the bladder. A third fiber was utilized to complete the procedure. There were no patient complications. This complaint refers to the second fiber.